Event description:
During an esophagogastroduodenoscopy (egd), a cook quantum ttc esophageal balloon dilator was used. A leak was noted in the balloon. The user expressed concern for possible pt aspiration due to the leakage. A nurse at the medical facility informed the cook area rep that they were reusing the dilation syringe and that was most likely causing the leakage problem. The area rep communicated to the facility that the cook dilation syringe is single use only and later conducted an educational in-service with the medical staff to promote proper device usage. A section of the device did not remain inside the pts' body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: the add'l info provided indicated the disposable inflation device was reused. If the disposable inflation device in reused, this can compromise balloon integrity. Reusing the inflation device may cause the pressure reading to be inaccurate, which can contribute to balloon damage. This is the most likely cause for the reported observation. Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report. Based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.